Event description:
It was reported that the iab was inserted uneventfully. Immediately after insertion, blood could not be aspirated from the catheter's central lumen. After repositioning the iab, aspiration still wasn't possible. The iab was removed without any pt complications.